Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a user was unable to see anything on the damaged screen of a spectrum pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported pump has damaged screen unable to see anything on the screen which was reproduced. The cause was determined to be within specification. No correction required. Should additional relevant information become available, a supplemental report will be submitted.